Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The front therapy electrode cable and trunk cable were pulled from the strain relief. The pulled cables damaged the pulse wire heat shrink inside the distribution node, resulting in a short between the pulse wires and the distribution node pca. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.